Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was found in back-up mode on june 21, 2006. On june 26, 2006, the device was in ddd mode but the program could not be modified or printed. The device was explanted. An unrelated surgery was previously performed and it was not known if unipolar or bipolar electrocautery was used.